Event description:
It was reported that the patient had a sudden return of lower back pain and current therapy is no longer adequate despite of optimizing the program. The patient underwent an implantable pulse generator (ipg) replacement procedure.